Manufacturer narrative:
(B)(4). Method: the complaint neopuff infant resuscitator was received at our fisher & paykel healthcare (f&p) regional facility in (B)(4) where it was tested by a trained f&p technician. The unit was serviced and performance tested. Results: the performance test revealed that the manometer was out of specification. The needle of the manometer was stuck and not moving. Conclusion: it is most likely caused by physical damage due to impact. The neopuff unit is a portable reusable device which can be susceptible to impact damage. We also note that the complaint device is more than five years old. The neopuff technical manual states the following: - dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A distributor in (B)(6) reported that a manometer of an rd900 neopuff infant resuscitator is not working. Service was requested. There was no patient involvement reported.